Event description:
The consumer reported that they were having a lot of problems and just had a new unit installed as they were convinced that it had more settings than their previous unit. The patient wrote that they were "having shots even when ian eating showering talking to people I can not sleep from my rite side ever I hate always sleeping from one side going to urinate." The patient also wrote that they have "a nerve jumping they told me is my diafram the third white going towers my heart it's heating a nerve in my diagrams." The patient didn't like it and wasn't sure they could stand it the rest of their life and was going to call to discuss it with someone from the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.